Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A reading issue with the abbott diabetes care (adc) device was reported. A customer reported receiving an unspecified low scan on the adc device and it is unknown whether the customer noted a trend arrow on the device. There were no symptoms reported for the reported issue and the customer reported being able to self-treat. The details of the self-treatment were not provided by the customer and there was no third-party treatment reported with the reported issue. There was no report of death or permanent impairment associated with this event.